Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient awoke with a cgm reading of 390 mg/dl, while her bg meter displayed ¿high.¿ the patient was using a tandem insulin pump at the time of the event. The patient reported experiencing nausea, vomiting, sweating, and body pain. No home treatment was administered. The patient then went to her endocrinologist¿s office, where a comparison showed her bg meter in the 400s mg/dl and her cgm in the 200s mg/dl. The endocrinologist called ems, and while awaiting their arrival, the patient¿s sensor was removed and a new sensor was inserted. Once ems arrived, the patient was transported to the emergency room. At the ER, a fingerstick test showed a bg meter value of 407 mg/dl, while the cgm read 303 mg/dl. The patient was treated with an IV insulin drip and an unspecified IV medication for nausea and pain. During her call with technical support, the patient noted that the sensor remained inaccurate, with her latest bg meter reading at 119 mg/dl, while the cgm was displaying ¿low.¿ the patient was discharged home later the same day with a bg meter reading in the 140s mg/dl. At the time of follow-up, the patient reported feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken in the endocrinologists clinic and the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.